Manufacturer narrative:
(B)(4).

Event description:
The patient had a pump refill on (B)(6) 2010 and on (B)(6) 2010 was "not feeling well." The patient was in the ER (emergency room); it was unclear if the patient was then hospitalized. The pump delivered fentanyl and bupivicaine. The pump was interrogated and the logs were read; the pump "was working." It was unknown by the reporter if any further testing/troubleshooting was performed. Additional information has been requested, but was not available as of the date of this report.